Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst. Concurrent conditions included menometrorrhagia and hyperplasia. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (laparoscopic supracervical hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.